Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The event was manifested by chills and abdominal pain. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and gentamycin (dose, route, frequency, and duration not reported) for peritonitis. Action taken with pd therapy was not reported. The patient's recovery status and outcome of the event were not reported. At the time of this report, vancomycin and gentamycin remain ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cause of the peritonitis was unknown. Peritoneal dialysis (pd) therapy solutions were ongoing at time of the event; however, on an unknown date, the peritoneal catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient remains on hemodialysis and has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.